Event description:
Event description guidant received information that the patient implanted with this implantable cardioverter defibrillator (ICD) experienced personal injuries arising out of the malfunctioning device.